Event description:
Follow up date of the device involved in this MDR report revealed an absence of egm in recorded episodes (these egms correspond to stored data when an arrhythmia episode is sensed by the device). Therefore the device was explanted.

Event description:
Follow up data of the device involved in this MDR report revealed an absence of egm in recorded episodes (these egms correspond to stored data when an arrhythmia episode is sensed by the device). Therefore the device was explanted.